Manufacturer narrative:
The complaint was covered through a third party and was not directly reported to the company from the health practitioner. The complainant was sought out for further details. Three different mesh were used on the pt. The lot numbers were 1000135014, 1000131514, and 1000130114. The device history records were reviewed. All lots were released against approved specifications including but not limited to approved radiation dose, bacterial endotoxin testing, and review of non-conformances and production deviations. All lots met radiation dose and endotoxin requirements. There were no non-conformance or deviation reports related to the nature of the complaint. There have been no complaints of the reported issue for any of the lot distributed to the customer. The customer could not pinpoint miromesh as the cause of sepsis. The miromesh did not appear infected. The tissue expanders were explanted along with the miromesh. Based on this investigation, it is unlikely that miromesh was the cause of the sepsis.

Event description:
It was reported that on (B)(6) 2015 a pt was implanted with miromesh in a bilateral breast reconstruction procedure. On (B)(6) 2015, the pt presented with sepsis. Cultures were taken from the pt and showed growth of serratia marcescens. On (B)(6) 2015 miromesh was explanted from both breasts. Upon explant, the miromesh did not appear infected. Miromatrix was informed of this event on (B)(6) 2015.